Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. If explanted, give date: not applicable, as the lens remains implanted in the eye. However, there is a planned explant to be performed sometime in the near future. Reportedly, there is no set date yet. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 21.0 diopter lens was implanted in the patient's left eye (os) on (B)(6) 2017. However, there are plans to explant the lens because the patient experienced issues with glare. The planned replacement lens will be a toric lens from another manufacturer. There is no set date for the planned explant yet, as they are waiting for the patient to heal from the first procedure. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.